Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable cardiac defibrillator (B)(6) 2012; 4194 implantable pacing lead (B)(6) 2006; 6947m implantable tachy lead (B)(6) 2012.

Event description:
It was reported that the patient is deceased and died five days post implant of the implantable cardiac defibrillator and right ventricular lead. The cause of death was requested and is not available.